Event description:
After approx one month of implantation, this pacemaker was explanted because of an infection.

Manufacturer narrative:
The device was not returned for analysis; therefore, the production history and sterilization records were reviewed. The records showed that the device was mfg, sterilized and released according to applicable standard operating procedures.